Manufacturer narrative:
Samples of the substance were taken from the handpiece for further analysis. This report will be updated when the eval is complete.

Event description:
It was reported that there was a wet substance in the rotary front end assembly. This was discovered when the device was at the MFR for service. There was no pt involvement or adverse consequences related to this event.